Event description:
--

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that a stylet was inside the lead, stuck in dried blood/body fluid that was felt to have entered through the helix housing, a cut in the outer insulation was noted 14 centimeters (cm) from the pin, dried blood/body fluid was noted in the lead around the cut. The helix was fully retracted and dried blood/body fluid was noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements and intermittent loss of capture (loc) during threshold testing. Additionally, the patient experienced muscle stimulation. Boston scientific technical services (ts) discussed programming options. A revision procedure was performed approximately three weeks later. It was noted at the time of the procedure that an existing perforation had remained stable. A repeat electrocardiogram was scheduled and the chronic lead was successfully explanted and replaced. The local field representative was contacted, who reported that the exact cause of the perforation was undetermined. It was noted that by the local field representative that the patient had developed cancer and it was unclear if the effusion was related to this. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.